Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Any medical treatment provided? If yes, please provide medicine name, strength and dose. Was any surgical intervention performed specially re-suturing? Explain. Was dehiscence noted? Issue on which used? What is the procedure name? What is the event day and procedure date? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was not absorbed resulting in suture abscesses. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/21/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lj2255, and no non-conformances were identified. Additional information was requested and the following was obtained: any medical treatment provided? If yes, please provide medicine name, strength and dose. No. Was any surgical intervention performed specially re-suturing? Explain. Just removed the suture what is the current condition of the patient? Patient is fine now. No product is available for return. The following information was requested but unavailable: was dehiscence noted? Tissue on which used? What is the procedure name? What is the event day and procedure date?